Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that black box review shows multiple consecutive call service alarms. The pump powers on and displays verify screen. The pump¿s case was removed and the flash chip component was replaced and the pump was able to power up to prime and to exercise with no further alarms. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the flash chip failed. This report is made based on results of investigation completed on (B)(4) 2013.